Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive as the sample was not returned. The condition of the sample could not be verified. The root cause could not be determined based upon available information it is unknown whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that during use of a recanalization catheter in a cto in the sfa, a vessel perforation occurred in the distal sfa near the popliteal artery. Bleeding stopped immediately after the perforation was discovered. A hemostasis device was applied to the patient. The patient was discharged from the hospital two days later. There was no report of any further clinical consequence.